Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx sling on (B)(6) 2014. The associated post-operative diagnosis was cystocele, rectocele, stress incontinence, recurrent urinary tract infections. As reported by the patient's attorney, the patient underwent a revision surgery related to the solyx device on (B)(6) 2017. The associated post-operative diagnosis was mesh erosion into the left bladder neck, stress urinary incontinence, dyspareunia, hematuria, recurrent urinary tract infections, pelvic pain. Boston scintific has been unable to obtain additional information regarding the event to date.